Event description:
It was reported that the insulin pump alarmed no delivery excessively during the bolus and prime process. The caller stated that the alarms were past events that had been resolved by an infusion set and reservoir change. The customer's blood glucose was 430 mg/dl. The customer did a fixed prime, and the insulin pump passed the test. The customer called back, reporting that the no delivery alarm recurred during the prime process. The insulin pump rewound correctly, failed the manual prime process, and alarmed no delivery. The customer was advised to clear the alarm, disconnect and reconnect the tubing and reservoir, and insulin exited with a manual prime. The customer reported that the insulin pump failed the fixed prime. The customer was advised to replace the two infusion sets and two reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.